Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d9. Evaluation: the device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing including electrode testing using known working electrodes, discharge testing, and final testing without duplicating the report. Review of the device log did not find any errors that would impact the device's ability to deliver therapy. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.